Event description:
The device was used during a ray cage procedure. The cages were implanted on 11/5/97 and explanted on 11/23/98 due to the cages migrating. At the removal procedure on one of the cages was found to be fractured. The hospital has reported the pt's condition is satisfactory.